Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "turns itself off and then back on", which was not reproduced or confirmed. Evaluation was unable to identify a component as a cause for failure. The device was found to function as designed. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-05233 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned itself off and then back on during levophed therapy in the emergency department (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.